Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the incident info was reviewed; however, it was not possible to perform a thorough analysis on the product because it was not returned for eval. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, product placement technique, product size selection, and accessory device support; and is typically not associated with a product quality deficiency. Based on the info received with the complaint, the inability to cross appears to be related to the 90% stenosed, very calcified lesion. Stent dislodgement can be influenced by many factors, including but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion and/or accessory devices. To help ensure that the reported stent dislodgement is not the result of a manufacturing deficiency, all stent delivery systems (sds) are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The product was not returned and may have aided in the eval. However, there was no report of any damage to the sds or stent implant prior to use and the promus stent reportedly did not move on the balloon during preparation, suggesting that the stent dislodgement was a result of the procedure. If multiple attempts to cross the lesion were made, it is possible that interaction between the stent and the 90% stenosed, highly calcified lesion affected the stent attachment. Additionally, since the promus sds was re-inserted, it should be noted that the promus instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. In this case, it is possible that re-insertion of the promus sds and interaction with the guide liner accessory device and/or 90% stenosed, highly calcified lesion contributed to the reported stent dislodgement. In this case, the reported difficulties appear to be related to the operational context of the product and not a product quality deficiency.

Event description:
Device issue: stent dislodgement. Time of device issue: during stenting procedure. Adverse event: stent manipulated to target lesion using a ptca balloon. It was reported that there was difficulty crossing with the 2.5x15 promus device after predilatation with a balloon catheter. The promus device was removed and a non-abbott guide catheter was advanced and when the promus was being re-advanced it was found that the stent had dislodged in the distal part of the right coronary artery (rca). Reportedly, the stent became dislodged during the removing of the promus device. A balloon catheter was used to capture the stent, and the stent was able to be deployed in the intended lesion. There were no reported adverse pt sequelae. Though requested, no add'l info was available. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.